Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A slow reading of results issue was reported with the freestyle librelink application. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia, seizure, and a loss of consciousness, requiring hcp administration of oral glucose. There was no report of death or permanent injury associated with this event.

Event description:
A slow reading of results issue was reported with the freestyle librelink application. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia, seizure, and a loss of consciousness, requiring hcp administration of oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product data were unsuccessful. No product data has been returned as of this report. The user reported an unspecified issue with the freestyle librelink application, stating that application did not send data. Extended investigation has been performed for the reported complaint. Attempted to reproduce the issue using similar configuration and was not able to reproduce the complaint. There was no indication that the freestyle librelink application did not meet specification. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A slow reading of results issue was reported with the freestyle librelink application. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia, seizure, and a loss of consciousness, requiring hcp administration of oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.